Manufacturer narrative:
On october 17, 2024, mentor received additional information indicating that the implant deflation was only on the left breast side. The rippling was confirmed to be bilateral. The correct date of event and date of implantation were also provided and have been populated. Reason for device explant and/or reoperation: rippling.

Event description:
It was reported that a patient underwent breast augmentation revision with two unknown mentor saline breast prostheses. Post-operatively, the patient suffered bilateral breast rippling and mildly deflated appearance. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2015. The replacement devices were: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 6841921 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 6937203 sn: (B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rippling, deflated appearance. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).